Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the infusion sets have leaked insulin from the cannula since (B)(6) 2014 and this has resulted in elevated blood glucose of 15.0-16.0 mmol/l. She has changed the cannula every 2 days to address the issue. No adverse event was reported. The used product is not available to return, and the customer sent unopened infusion sets for evaluation.